Event description:
The customer reported that during use of this handpiece, it got hot. The heat was felt in the body of the handpiece. The procedure was completed using the same handpiece without pt injury or surgical delay.

Manufacturer narrative:
Conmed linvatec received this handpiece for eval and confirmed overheating related to cast stator failure and a worn rotor bearing. Two of the bur guards in use at the time of this event were also returned and evaluated. An eval of each bur guard found no malfunction. The medium bur guard met manufacture temperature specifications; however, service records indicated the device is overdue for service. Last service date was may 2008. An eval of the long bur guard found the bearings worn and the unit operated noisy/rough. The service records for this bur guard also indicated the unit was overdue for maintenance. Last service date was february 1999. The handpiece instruction manual warns the user: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating occurs, discontinue use and return the equipment for service. In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the pt's tissue. To reduce the risk of injury, prior to surgery, freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use. As certain internal components (bearings) are known to degrade overtime, conmed linvatec recommends a service interval for this handpiece and its associated bur guards every 6 months. Failure to follow this service schedule may result in overheating or damage to the handpiece and/or bur guard, and may result in burn injury to the pt or medical personnel.